Event description:
It was reported to the manufacturer by the end user, per the end user, facility was transferring the resident from the wheel chair to the bed. The resident plopped down onto the bed and then told staff that his leg hurt. Staff noticed the laceration and called for assistance. Resident was transferred to the local ER for evaluation. The resident sustained a laceration to the lower left leg that required sutures and staples. Complaint# (B)(4) was entered into our system.